Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor's electrode was very tiny and almost missing upon removal from the customer's body. The customer's blood glucose was 15 mmol/l at the time of incident. Customer declined to troubleshoot for the issue. Customer agreed to return the product for analysis.

Manufacturer narrative:
A visual inspection was performed on 1 opened and used enlite sensor found the cannula was retracted inside of the sensor base; unable to confirm if the customer received the sensor damaged due to the sensor was returned opened and used.